Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a dissection was noted. Subsequently, a stent was placed from the right common iliac artery to the femoral artery.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; product ID l-evolutfx-2329 (lot: 0012508014); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a dissection was noted. Subsequently, a stent was placed from the right common iliac artery to the femoral artery. Additional information was received to report vascular access for delivery catheter system insertion was achieved via the right femoral artery.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device full UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.